Manufacturer narrative:
As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.

Event description:
The following journal article from 1996 was reviewed: moore, w.s. And rutherford, r.b., (1996) transfemoral endovascular repair of abdominal aortic aneurysm: results of the north american evt phase 1 trial. Journal of vascular surgery. 23:4, 543-553. The article reviewed the results of a phase 1 trial of endovascular repair of aaa conducted in 13 us medical centers from february 1993 to december 1994. There were 46 pts who underwent endovascular repair (15 were treated with a first generation evt device and 31 with the second generation device). Of the 46 pts, 39 were successfully implanted, while 7 were converted to open repair. Three of these conversion pts required iliofemoral or femorofemoral bypass and one pt required an aortofemoral bypass. Conversions were caused by iliac stenosis in four pts, subintimal deployment in one, proximal displacement in one, and short distal neck in one. Add'l complications from implant included: one pt exhibited a mild myocardial infarction; 2 pts exhibited a minor thromboembolic episodes manifested by minimal petechiae which resolved spontaneously; 7 pts exhibited wound infection (six experienced superficial cellulitis and one experienced lymphorrhea that required debridement); 8 pts who required one blood transfusion for bleeding associated with implant; 9 pts exhibited postoperative fever of unk cause that resolved spontaneously. There were 17 pts who exhibited an endoleak immediately after implant. The locations of these endoleaks were at the proximal fixation site in five pts, the distal fixation site in ten, and an unk site in two. Nine closed spontaneously, 2 closed by the time of hosp discharge, 3 closed within 6 weeks post implant, 3 closed within 6 mos post implant, 1 closed after 6 mos post implant; 8 pts exhibited persistent endoleaks - 5 pts underwent angioplasty which was successful in resolving 1 pt. Two other leaks met with initial success but subsequently reopened, 2 were overt failures, 1 leading to late surgical explanation and conversion to open repair. Nine pts exhibited metallic attachment sys fracture (hook fracture) which led to one removal; the remaining eight continued to function normally.